Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-22. H6: investigation summary: one open 31g x 5mm pen needle sample and three photos were returned from lot. No. 0203811, cat. No.320129. Visual examination was carried out on the returned sample and photos and damage to the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to a jam on the machine during the manufacturing process.

Event description:
It was reported that a pen ndl 31ga 5mm 14bag 700cas jp was found to be damaged and was difficult to operate during use. The following was reported by the initial reporter: "the customer reported as follows: the plastic component (hub) was deformed and the pen needle was not attached to the pen. (B)(6) 2021/3/4 lot number is updated from unknown to 0203811."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 31ga 5mm 14bag 700cas jp was found to be damaged and was difficult to operate during use. The following was reported by the initial reporter: "the customer reported as follows: the plastic component (hub) was deformed and the pen needle was not attached to the pen. (B)(6), (B)(6) 2021. Lot number is updated from unknown to 0203811."